Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device does not prop you to load the tube in, which was not reproduced during evaluation. Evaluation observed failing upper auxiliary assembly as assignable cause for customer allegation; a failing upper auxiliary can lead to false recognition of closed-door state. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prop you to load the tube in. There was no patient involvement. No additional information is available.